Manufacturer narrative:
Manufacturer's investigation conclusion: the backup battery (serial number: (B)(6)) was returned for evaluation. The returned backup battery was functionally tested and found to operate as intended during testing. The backup battery was installed in a test system controller and operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. An attempt was made to determine why the backup battery was returned for evaluation; however, the information was not provided. The reported event could not be correlated to an issue with the returned backup battery. A foreign contaminate was observed within the backup battery connector battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 25jul2022 heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The backup battery was received for evaluation. No information could be provided.